Event description:
In the middle of scoping the patient, the biopsy was placed down the scope which was down the patient. While looking on the tv screen, we noticed the biopsy forceps had a small piece of metal sticking out sideways. Biopsy forceps immediately removed. No harm to patient. FDA safety report ID# (B)(4).